Event description:
The customer reported that she has been experiencing unexplained high blood glucose levels for the past six hours. The customer was calling from the hosp, where she had hip surgery. The customer was taking vicodin and percocet for pain. The customer's blood glucose reading at the time of the call was 471 mg/dl troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.